Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir started leaking then the plunger was pulled down. Customer's blood glucose was unknown. No troubleshooting was done. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Performed pre-fill reservoir testing and the transfer guards and reservoirs did not leak. No air bubbles anomalies were noted during test.